Event description:
After inserting IV catheter, attempted to depress safety retractor mechanism, but button jammed such that it was very hard to press it all the way down, and needle remained exposed. Devices with same expiration date/ lot number removed from unit stock; items returned to supply manager along with description of issue.